Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.0/3.0/132 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise is observed. Cause of the event is unknown. The problem was not resolved.